Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer's blood glucose was 52 mg/dl. Customer reported that she just had a baby and her hormones are all over the place she is not happy with any of our products and not comfortable with it because she had a hypoglycemic event. Customer declined troubleshoot for the low blood glucose. Customer reported that two of the prongs in her transmitter is bent. Customer state that last night she got an error with her sensor telling her that the calibration was not accepted and to change the sensor. The insulin pump will not be returned for analysis.